Event description:
The device was returned to the factory service department for evaluation. When tested, it was found that the device would not power on properly and remained locked up. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control's factory service department evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of the system pcb assembly. After installing a new system/memory pcb assembly, proper device operation was confirmed during performance and functional testing. The device was subsequently returned to the customer.